Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient.

Event description:
A patient reported their programmer does not work at all. They clarified and said they are not able to communicate with their implantable neurostimulator (ins). Even with the antenna, they are not able to communicate. They did not have any falls or trauma and have had no medical tests. They did have an infusion whey they gave them iron. They were not near emi source while trying to connect. They were just at their healthcare providers (hcp) office and they were told to contact the manufacturer. A new programmer was sent to the patient. The ins is indicated for urinary dysfunction/sacral nerve stimulation. On (B)(6) 2016 the patient followed up and stated that their new programmer was still not connecting with or without the antenna. It was recommended that the patient contact their hcp to have the battery checked on the device. A new antenna is being sent to the patient. The ins is indicated for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.